Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device: crease fold and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade iii. Device remains implanted.